Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h6, and h10. As a result of the legal manufacturer's investigation, deterioration of the main lamp is likely to be the cause. The lamp was used for about 300 hours. Although, olympus xenon lamp (maj-1817) can last up to 500 hours, this lamp ended its life before 500 hours due to an uneven application of heat compound, or use of a higher light intensity, which exceeded the original assumption.

Manufacturer narrative:
Upon follow up with the user facility, it was reported that the problem was resolved; no additional information was provided. The reported problem could not be confirmed by olympus and a cause could not be determined.

Event description:
A user facility reported to olympus that the main lamp turned off and the spare lamp ignited. There was no patient injury, associated with the problem, reported to olympus. Note: report #2 of 2.